Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert or battery power loss alarm noted during testing or in the insulin pump trace download. Device passed displacement test and self test. The audio tones/beeps functioned properly. No unexpected pump error 63 alarm found during testing or in the pump history file. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the alarm noise on insulin pump had very low, had to press multiple buttons to shut off and unspecified error code alarm. Customer¿s blood glucose level was unknown. Customer stated that the did not hear noise and once every two weeks for battery change. The device will not be returned for analysis.